Event description:
On (B)(6) 2011, the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing an unrecalled error and a power issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that she could not recall when the alleged issues with the subject meter not turning on or when the error began. The reporter stated that the patient manages his diabetes with lantus, humalog, and actoplus met and due to the alleged issues with the subject meter on (B)(6) 2011 at 8:30 pm, the patient continued his usual dose of medication. She claimed on (B)(6) 2011, at 11 pm, the patient felt "sweaty and woozy." In response to his symptoms, on (B)(6) 2011, at 11:30 pm, the patient reportedly self treated with food and drink. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct test strips, the battery did not need to be replaced and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.